Event description:
Reporter noted air pressure error message during surgery. Switched from wall to full tank, and it happended again. Switched to another tank. Completed vitrectomy manually lasered to stop the hemorrhaging. Then aborted the case.